Manufacturer narrative:
(B)(4).

Event description:
During follow-up, it was reported the device was in back up mode, likely due to normal battery depletion. The device will be explanted. The patient's condition was stable.